Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, and white particles inside of the shell. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a punctured in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a puncture opening on anterior assessed as to surgical damage like.

Event description:
Patient reported right side deflation. Healthcare professional confirmed. Device has been explant and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.